Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error alarms multiple times everyday. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant pump error 130 alarm due to an unlocked electrical board connector. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test due to the constant pump error 130 alarm. Device p-cap or test reservoir locks in place properly.